Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6). Pump history shows the pump was manually suspended on (B)(6) 2015, 15:41 and manually resumed at 18:17. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 278 mg/dl with trace ketones and symptoms of thirst and nausea. Patient alleges having erratic bg's for past couple days; they self treated via injection and symptoms diminished. Patient denies that lifestyle changes that may of possibly contributed to this. Time and date were accurate, basal and bolus histories were as expected. Trouble shooting with customer support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.